Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was prepared for removal of polyp in the descending colon during a polypectomy procedure performed on (B)(6) 2022. During preparation, there was hair in the sealed packaging. However, the inner sterile pouch was not compromised and no damage was noticed. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was prepared for removal of polyp in the descending colon during a polypectomy procedure performed on (B)(4)2022. During preparation, there was hair in the sealed packaging. However, the inner sterile pouch was not compromised and no damage was noticed. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a180104 captures the reportable event of foreign material present in device. Block h10: investigation results a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed that the pouch was unopened and there was a hair inside of it. No other problems were noted. The reported event of foreign matter present in device was confirmed. Based on the information available and the returned device analysis, the most probable root cause is manufacturing deficiency. An investigation to address this problem has been completed. The investigation concluded that this is considered an isolated event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.